Manufacturer narrative:
At this time, no further information is available. Should additional information become available be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. This lv leas was replaced with another one with the same model. No adverse patient effects were reported. This lv lead was already returned to boston scientific; however, further analysis has not yet been completed. Additional information was received, a chest x-ray was performed, and it was found that this lv lead was dislodged. No additional adverse patient effects were reported. This lv lead was already returned to boston scientific; however, further analysis has not yet been completed.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. This lv leas was replaced with another one with the same model. No adverse patient effects were reported. This lv lead was already returned to boston scientific; however, further analysis has not yet been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism had dried blood in the helix housing. After removing the dried body fluid, the helix mechanism was fully functional. Based upon the clinical observations and the laboratory findings, it was determined that the clinical observations were a known inherent risk with use of this product.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. This lv lead was replaced with another one with the same model. No adverse patient effects were reported. This lv lead was already returned to boston scientific; however, further analysis has not yet been completed. Additional information was received, a chest x-ray was performed, and it was found that this lv lead was dislodged. No additional adverse patient effects were reported. This lv lead was already returned to boston scientific.